Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Multiple attempts were made by tandem technical support to follow up with customer on the reported issue; however no response was received.